Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Attempted 5.5 implant via right axillary artery. First attempt to pass through subclavian resistance was met. Md took the 5.5 out and performed angioplasty of right subclavian artery with a 8 x 60 mm mustang balloon. Impella 5.5 was attempted again but would not pass. Decision was made to abort 5.5 implant and proceed with impella cp through graft.

Manufacturer narrative:
The impella device was not received from the customer, therefore no evaluation could be completed. If a device is received a follow up MDR will be submitted. The root cause of the delivery issue - anatomy was most likely due to patient condition related due to calcified vessel condition.